Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. No device failure or malfunction was identified that could have caused or contributed to the reported increased intra-peritoneal volume (iipv); however, the device failed homechoice return instrument test/evaluation (rite) functional testing for reasons unrelated to the reported problem. The cause of the iipv was undetermined. Due to the high drain volume, the design team, (B)(4), was notified. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for increased intra-peritoneal volume (iipv) was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was an unexpected high ultrafiltration (uf). A review of the device logs revealed the user powered the device off during drain 004 and then the drain lasted for a few hours. This resulted in an extended drain time in addition to unrealistic, excessive drain volume. Use error is suspected where the patient line and effluent sampling part are connected in a loop, allowing the drain to continue uninterrupted in a continuous loop.

Event description:
The patient contacted baxter's technical service center regarding a high drain 102/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice (hc) during use, during drain 2 of 4. The patient stated she was attempting to end therapy early and got the alarm on drain 2 of 4. The patient called the registered nurse (rn) who advised the patient to call baxter. The technical service representative (tsr) explained the alarm. The tsr reviewed the therapy log. The therapy was aborted. The initial drain volume equaled 1985ml. The last fill volume equaled 0ml, the total fill volume equaled 6000ml, the total drain volume equaled 90603ml, the average dwell equaled 1:07, the average drain equaled 2:19, the total ultrafiltration (uf) equaled 84602ml, the cycle 2 uf equaled 84249ml, an the cycle 1 uf equaled 353ml. There were no bypasses and no manual drains. The patient had no symptoms of iipv. The programmed therapy was continuous cycling peritoneal dialysis/intermittent peritoneal dialysis with a total volume of 11l, a total time of 8:30, a fill volume of 2l, a last fill volume of 2l, a dextrose setting of different, the weight units in kilograms, the patient weight set to 66 kilograms, the initial drain alarm set to 1.2l, the comfort control setting set to 37 degrees celsius, and the last manual drain setting set to no. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the clinic manager (cm) on (B)(4) 2012, regarding the reported high drain 102 alarm. The cm reviewed their notes on the patient and stated that while the clinic had been made aware the patient contacted baxter, ended therapy early, and received a new cycler. They did not have notes on the exact cause of the issues. The cm stated the patient has been continuing therapy successfully as far as they knew. The cm would have the patient's primary nurse contact product surveillance if any additional information became available. No patient injury or medical intervention was reported.